Event description:
It was reported that there was an issue with the pump's top button. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.